Event description:
During a laparoscopic procedure, the surgeon handed back to the scrub tech a cautery curved shear. The scrub tech noticed that the tip of the curved shear was missing the teflon shear overlay. The teflon overlay was removed from the patient and the surgeon converted to the use of a bipolar device to complete the procedure.